Manufacturer narrative:
Two of the used sensors were inspected and it was determined that one of the sensors had a broken cannula which was found inside the needle canal. The second sensor was found to have a retracted cannula inside the sensor's base. Both of the sensors had bent needles.

Event description:
It was reported that when the customer used the sensor, the electrode was missing or broken. The patient's leg was x-rayed and the electrode was not found. The customer's patient's blood glucose level at the time of the event is unknown. The product was returned. Nothing further was reported.